Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that an inaccurate cardiac output (co) value was observed during use. Indicated co value was 10.0 l/min although the expected co value was 5.0 to 6.0 l/min. An error message was not observed. The catheter was replaced and the expected co value of 5.0 l/min was indicated. It is unknown if there was an occlusion, leakage or kink. It is unknown if the patient was treated based on the incorrect value. No further information could be obtained. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Additional information was obtained. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.